Event description:
4 patients experienced reactions on initiation of dialysis. Symptoms included numbness of the lips, swelling of the jaw, hypotension, shortness of breath, diarrhea and back pain. 1 patient was removed from dialysis and sent to the hospital. 3 remaining patients were taken off of dialysis and sent home. Patient sent to the hospital ER was treated and released. This patient did not require hospitalization. All 4 patients doing well with no ill effects reported.